Event description:
It was reported that during a follow-up, the device had a software reset due to a parity error. Device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.